Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 258 mg/dl at the time of call. The customer stated that she treated her son's high blood glucose with manual injections. The customer's mother stated that her son experienced nausea. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that there were no air bubbles found. The customer's mother stated that the insulin did exit at the quick release. The customer's mother declined to check for possible site and insulin issues. The customer's mother declined to continue troubleshooting for the high blood glucose. The customer was unable to troubleshoot for the no delivery alarm. The insulin pump will not be returned for analysis.